Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited diminished sensing, is rarely pacing in the patients atrium and is not working correctly. The ra lead remains in use. No patient complications have been reported as a result of this event.